Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, after uterine contraction treatment and post partum hemorrhage, a bakri tamponade balloon catheter was used to stop the bleeding. The balloon was inflated to over 50ml and it was noted that the balloon was leaking. Another device was immediately used to complete the procedure and to stop bleeding. No adverse effects were reported due to the alleged malfunction. Additional information was requested and a follow-up report will be submitted when/if that information is received.

Manufacturer narrative:
Ec method code desc 5: communication/interview (4111). Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, specifications, and quality control data. One device was returned for investigation. Visual examination confirmed the catheter was returned in used condition, and the stopcock was attached to the inflation line. Functional testing was performed on the open device by inflating the balloon with tap water. A leak was confirmed near the distal end of the balloon. Under magnification, grasper marks were observed on the balloon material. A grasper or similar instrument pictured through the balloon material causing it to leak within one of the grasper marks. A review of the device history record found no non-conformances. A review of complaint history records shows 1 other complaint associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: "avoid excessive force when inserting the balloon into the uterus." The complaint was confirmed based on customer testimony and evaluation of the returned device. Based on the available information, the most likely cause of the event was determined to be unintended use error. Most probable cause is balloon was damaged in a clinical setting. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted on 29oct2019.

Manufacturer narrative:
Additional information: b5 (event). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on22oct2019: the device was placed using sponge forceps. The blood loss volume before and after the balloon placement is unknown, because the operator did not measure it.